Manufacturer narrative:
Subsequently, boston scientific crm received clarification from the field that the reported infection was not related to the device or leads. The infection developed in the foot region and there was no reasonable evidence to suggest that the device or lead system caused or contributed to this clinical observation. The device was explanted and returned. Laboratory testing determined that the device's operation and functionality was normal.